Manufacturer narrative:
Add one ampere¿ rf ablation generator sn (B)(6) was received for evaluation at tech center. Visual inspection of the generator revealed all connectors, switches, and labels were free of physical damage. All the mounting hardware were secured. Firmware of the ampere generator was identified as a 1.0.7 us. The generator was powered on, and post (power-on self-test) was successfully completed. The screen displayed ¿no catheter connected" when the catheter simulator was connected properly which duplicated the reported symptom. A known good front panel assembly was temporarily replaced, and functionality was restored. The screen came up normally when the catheter simulator was connected. The original front panel was found to be intermittent as it was re-install, and the symptom could not be reproduced again. One guide pin socket was broken during disassembly. The reported event was confirmed, and the root cause was isolated to the intermittent front panel. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an av node ablation procedure, the generator displayed a "no catheter connected" message was displayed for both a therapy catheter and a tacticath catheter which caused procedural delays. The generator was replaced with a generator from another facility to resolve the issue. There were no adverse consequences to the patient.